Event description:
Procedure: lap gastric bypass. According to the report: after prolonged, successful use of instrument, the device registered a mechanical fault; it was noticed upon inspection that the white plug at the end of shaft was missing. The plug was found, removed from the pt and discarded. The second instrument was opened and the procedure was completed without further incident. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time.

Manufacturer narrative:
(B) (4). (B) (4).